Event description:
A caller reported experiencing an alarm 2 alongside an occlusion event that occurred earlier in the day. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl, nor did the cgm read ¿high.¿ to resolve the issue, the customer changed the infusion set and cartridge and then resumed insulin use. Technical support educated the caller on proper cartridge usage, advising changes every 48 hours, which the caller acknowledged. No further assistance was necessary, and the case was closed.